Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy for the patients atrial tachycardia. Additionally, t-wave oversensing was noted. Technical services (ts) was consulted and discussed stored data as well as available programming options. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.